Event description:
Additional information was received from a manufacturing representative. It was reported that the patient called back on previously documented information. The patient mentioned that they had been working with the health care provider (hcp) in trying to change the bolus hour. The patient added that the hcp was "not sure how to set the bolus time". The patient mentioned that during their last visit with the doctor they tried to call technical service but was on hold for a long time that the hcp did not have that time to wait because of other patients. The patient asked if there was a manual for them to show the hcp so they could fix. The patient added that "one time he made a change and I only had 6 boluses but he put down 7 in a 24 hour period and that was perfect; there was a 3-hour interval". The agent reviewed information with the patient and explained that the only way for hcp to call technical service on their next visit. The patient understood information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl. It was reported that the patient was having issues with their boluses for the last couple of months. The patient stated the doctor had it set up for a maximum of 6 boluses in a 24 hour period and they have them set at 3 hours apart. They get locked out at random times throughout the day and they could not understand why they would have 0 boluses left and then have to wait until the end of the 24-hour period when they still should have bolus left for the day. The caller also stated he previously experienced issues with a 90% lag in bolus delivery. Tech services reviewed clearing the data on device. No further issues mentioned at this time.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.